Event description:
"Dr. (B) (6) was advancing canalizer guidewire through our guidewire introducer needle, and tip of guidewire sheared off and went into right ventricle. They were able to snare tip of guidewire. **risk manager, (B) (4) (B) (4) will not let wire involved leave the facility.**"

Manufacturer narrative:
We received the complaint from a sales representative that a customer stated the doctor was advancing the canalizer guide wire through the guide wire introducer needle and tip of guide wire sheared off and went into right ventricle. They were able to snare the tip of guide wire out of the patient by completing a percutaneous IV access procedure. Per our medical affairs follow-up, the hemostream placement was able to be completed. The risk manager for the customer will not let the wire involved leave the facility. Our medical affairs department is attempting to obtain the sample from the customer's risk manager for our investigation to better investigate the root cause. In the meantime, we have checked our inventory for any samples of the reported lot number still in stock. There was no inventory left. There were samples in stock of another finished good lot number that used the same raw material as the reported lot number. A review of these samples found no anomalies or exceptions. We sent the information to the supplier of the canalizer guidewire, with their lot number that was included in the production of the reported lot number. They reviewed their applicable documentation and found no anomalies or exceptions. The supplier reviewed eight test samples from the specific release meeting relating to this lot number and found no indications that the wires should be defective. All tests show excellent performance. We are expecting to receive the sample from the customer, and at that time, we will conduct a more conclusive investigation into the root cause of this failure. At that time a follow-up report will be sent.